Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions. Doi: (B)(6) 2009 - dor: none reported (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : lot ae8h61000 the device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified. Device history review : lot ae8h61000 the device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified. H10 additional narrative: corrected: h6 device code.